Event description:
It was reported that the admiral xtreme pta balloon catheter did not deflate correctly. No difficulties were reported during delivery of the device to/across the target lesion. No difficulties were reported during inflation of the device and the device was not moved while inflated at the lesion site. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: based on information available and non-return of the device, no root cause can be determined. Conclusion: based on information available, no cines images received. (B)(4).